Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that bed litter was drifting down causing an incorrect scale reading. No pt involvement or adverse consequences are reported.